Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error and unexpected restart alarm. The customer reported that the scrolling continued after they left the button. The customer as unable to clear the alarm. The customer was unable to continue troubleshooting as they did not have the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.